Event description:
In january 2006, the lay user/reporter contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately erratic readings. On the previous day at 5:15 pm, before dinner, the pt obtained a blood glucose reading of 202 mg/dl on the reported meter. The reporter, the pt's wife, tests her husband's blood glucose levels three times per day before each meal, as he has had a stroke. Before he could eat any of his meal, the pt experienced twitching in his head and arm. His wife contacted emergency services. Ten minutes later the paramedics arrived and transported the pt to the hospital. At 5:45pm in the ambulance, his blood glucose level was tested to be 44 mg/dl and the pt was given glucose intravenously. The pt was monitored in the emergency room for five hours, was much improved and was discharged after his blood glucose level at 11:00 pm was 91 mg/dl. The pt's normally expected blood glucose radings before dinner are 80 to 120 mg/d. His wife tests his blood glucose level before each meal, and then administers insulin after he has eaten. The pt is on humalog insulin 24 units after breakfast, 14 units after lunch, 18 units after dinner, and lantus insulin 34 units after dinner. The pt had been given his normal insulin dose after lunch on the day of the incident. The pt has had hypoglycemia episodes in the past. Five days later, the physician reduced the humalog insulin dose after lunch to 12 units. Blood glucose readings obtained on the reported meter prior to the event were 85 mg/dl before breakfacst adn 186 mg/dl before lunch. The customer care advocate determined during the troubleshooting telephone call that the pt was handling the reagents appropriately, the meter was programmed for the correct unit of measure and calibration code number, the test strips were within opened expiration dating and were in good condition, and his testing technique was correct. No quality control testing was performed, as th ept did not have control solution. The meter, test strips and control solution were replaced. This incident is being reported due to the pt's meter reading was 202 mg/dl, he became hypoglycemic and experienced a seizure-like episode and required emergency medical treatment.